Event description:
The customer observed a falsely depressed co2 results while using the clinical chemistry co2 assay. The customer indicated one patient generated the following results: (B)(6) 2013 initial 5, retest 18 there was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.